Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4).. We received two used capillary housing of an introcan safety 3 pur 20g 1.1x32mm-EU without packaging and two introcan safety 3 pur 20g 1.1x32mm-EU in original packaging. Furthermore, we received one customer picture of the complained samples. The following investigations were conducted: visual inspection: the received samples were taken to a visual inspection for damages according to the test method for damages. Definition of the method: damages are visible changes in the original shape or surface of products and packaging caused by mechanical forces and/or manufacturing faults. Nominal: no damage is allowed that endangers the patient, impedes the use of the part as intended (e.g., the impairment of the function of a drop sensor), endangers the assembly or function of the component, impairs the appearance of the component. Actual: at one used sample the capillary is damaged / cut off approximately 18 mm away from the capillary housing. The surface of the cut leads to the assumption that this damage is caused by scissors. At the other 3 received samples we detected no damage. Summary and assessment: relating to the cut of capillary at the sample, we assume of a handling error. Based on the conducted investigations the tested samples are within the specification. Therefore, the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in belgium: "pur was broken off" according to the customer: "the customer removed the catheter from the hand back a patient and found that a piece was missing at the tip of the "tube" (pur was broken off on approximately +/- 1cm - see attached picture). The missing part is probably still inside the patient. An ultrasound was performed immediately but nothing could be seen."